Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The vascular access site was femoral. The de novo lesion was 10-12mm in length and the vessel diameter was 2.0-2.25mm. Resistance was encountered during advancing. The lesion was located in a moderately calcified and moderately tortuous left anterior descending artery(lad). The lesion was predilated with a 2.0x8mm apex balloon. They placed a 2.5x12 taxus liberte stent successfully. They attempted to go to the distal portion with the 2.25x16mm taxus liberte stent and they were unable to place it where they wanted to. The physician tried to remove the stent and it got caught on the previously deployed stent and dislodged in the artery. Using an unknown wire and a 3.0x12mm quantum balloon, the stent was deployed in the lad. The patient status is listed as fine with no further complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device is a combination product. (B)(4)